Event description:
It was reported to philips that the system's monitor was unable to display. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, electro physiology procedure was performed by the customer and the procedure was completed as planned by using the same system. The philips field service engineer (fse) inspected the system on site and confirmed that the monitor was turning green. Upon troubleshooting, fse found the connected the video signal from the philips device to a different philips monitor and verified that the video output was normal, without any green tint. To resolve this issue, fse has confirmed that the issue originated from the third-party monitor rather than the philips monitor and the customer has opted not to have the philips monitor replaced, as they require the functionality provided by the third-party monitor. The system is now operating normally and has been returned to use in good working order. The codes were updated based on the investigation outcome.